Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven events were reported for this quarter. Seven devices were received for evaluation; seven events were confirmed during testing. Four devices were found to be affected by corrosion and wear. One device was found to be affected by missing components. Two devices were found to be affected by missing components and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device disassembled. Seven events had no patient involvement; no patient impact.